Manufacturer narrative:
The customer's reported complaint that the patient was being rewarmed instead of cooled during the ivtm therapy using the thermogard xp ivtm system (sn tgxp13314) was confirmed based on the archive data review. The technical investigation revealed a heater ss relay leak on the pic-16, which could have caused the customer-reported problem. Therefore, the root cause of the reported complaint was a defective pic-16 pcb. The customer's reported complaint that the prime switch was not functioning was not confirmed during the functional testing at zoll. The prime switch was functioning as intended. The event log review indicated tcmid:06 (ce post failure) and tcmid:07 (coolant temp high) errors related to the customer's reported complaint around the reported event date. During functional testing, technical investigation revealed a heater ss relay leak on the pic-16, which could have resulted in the customer's reported problem and the tcmid errors. The pic-16 pcb was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn tgxp13314.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6)) involved in the reported complaint will not be returned for evaluation. The hospital biomed was able to resolve the problem with the help of the zoll service team. The thermogard system was placed back on the floor for clinical use. Therefore, no service was required to be performed by zoll.

Event description:
During ivtm therapy for a neuro patient using the thermogard xp ivtm system (sn (B)(6)), the nurse noticed that the patient was being rewarmed instead of cooled. The initial temperature was 37.5°c, with a target of 36°c. The nurse reported that the start-up kit (suk) tubing felt warm to the touch. A zoll clinical territory associate tried to guide the nurse through troubleshooting, but the hospital staff had already discarded the suk. After replacing the suk, the nurse found the new tubing warmed. The nurse stated that the thermogard system was correctly programmed. The nurse also reported that the prime switch was not functioning, and no alarms were noted. The zoll clinical territory associate attempted to assist with priming multiple times, but the customer requested a new thermogard system. The nurse was advised to tag the device for biomed to inspect and to use an external cooling method to continue the therapy. There was no reported harm to the patient.